Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Reason for examination: abdominal pain. Impression: concentric mass effect cecum and lower portion of ascending colon. Diverticulosis of descending and sigmoid colon. On (B)(6) 2007: [missing records: operative report for cholecystectomy and hernia repair were not provided.] On (B)(6) 2008: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Clinical history: colon cancer, right hemicolectomy, previous hernia repair. Impression: ventral hernia containing small bowel but without evidence for inflammation or strangulation. Moderate to severe centrilobular emphysema. On (B)(6) 2008: (B)(6) . (B)(6) , md. Operative report. Assistant: none. Anesthesia: general. Estimated blood loss: five ml. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia with incarcerated bowel. Procedure: ventral hernia repair. Mesh implantation (gore-tex dualmesh 10 x 15 cm). Lysis of adhesions. Indications for procedure: the patient underwent a colectomy. He developed a ventral hernia at the time that he had a laparoscopic cholecystectomy. The hernia was repaired in 2007, but the hernia had a recurrence a few months later. Operative intervention was indicated, and he agreed to go ahead with it. Description of procedure: ¿abdominal wall was prepped with betadine. An incision that measured 20 cm in length was done from the supra to the infraumbilical area following the previous surgical scar incision, went through skin and subcutaneous tissue, and medially it was noted to have a 5-cm hernia at the umbilical area that contained omentum and a lot of adhesions between the omentum and hernia sac. The hernia sac was isolated. The omentum was separated from the hernia sac and reduced. On digital evaluation of the abdominal cavity it was noted that the patient had another hernia superiorly probably 3-4 cm above the umbilicus. This measured around 5 cm in diameter and had a piece of intestine incarcerated that could not be reduced. I connected the superior hernia sac with the inferior, and then adhesions were noted between the bowel and the hernia sac. These adhesions were removed sharply, and the small intestine was introduced into the abdominal cavity. The two hernia sacs were completely removed, and at the end of the procedure about a 10-cm hernia defect was noted. More adhesions were noted between the omentum and anterior peritoneal wall, and these were removed paraumbilically and infraumbilically. Once all the adhesions were removed the hernia defect was repaired with a 10 x 15 cm gore-tex dualmesh. The polypropylene side was placed facing the abdominal wall the polytetrafluroethylene 5 was facing the abdominal cavity. Several 2-0 gore-tex sutures were placed around the mesh. The mesh was placed into the abdominal cavity, and then the left side of the mesh was attached to the abdominal wall with multiple applications of a spiral tacker. Then using a suture passer transabdominally and just below the skin all the remaining gore-tex sutures were exteriorized and sutured to the abdominal wall. The fascia was approximated with figure-of-eight stitches of 2-0 prolene, the subcutaneous tissue with continuous suture of 3-0 vicryl, and the skin with subcuticular 4-0 monocryl. Needle, sponge, and instrument count was correct. Estimated blood loss 5 ml. Anesthetic was reverted, and the patient was transferred to the recovery room in satisfactory condition.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2009: (B)(6) . (B)(6) , md. Radiology-CT abdomen/pelvis. Impression: moderate sized midline ventral hernia just above the umbilicus, containing small bowel. On (B)(6) 2012: (B)(6) hospital memorial. (B)(6) , md, facr. Radiology-CT abdomen/pelvis. Impression: severe changes of emphysema. Abdominal wall defect adjacent to pre-existing abdominal wall mesh. The defect contains a hernia sac containing several loops of small bowel. On (B)(6) 2013: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: very large ventral hernia, recurrent, that is nonreducible, involving most of the upper and mid abdomen. Postoperative diagnosis: very large ventral hernia, recurrent, that is nonreducible, involving most of the upper and mid abdomen. There was incarcerated colon. Procedure performed: repair of a very large ventral hernia with mesh. We used a ventrio; we used a large one, 13 x 17. We excised the mesh with lysis of adhesions. Removal of embedded mesh. Anesthesia: general by crna. Condition: satisfactory. Clinical findings: this is a 58-year¿old male with a history of multiple abdominal surgical procedures. Had a history of cancer of the colon. He underwent a colectomy in the past. He also underwent a repair of ventral hernia with mesh. The patient now has developed this large mass over the mid part of the abdomen, is nonreducible. The patient in significant pain. So the plan is repair. The procedure, the risks, the alternatives and the complications as well as the recurrence rate were discussed at length with the patient who gave consent. Procedure: ¿the patient was taken to the operating room, placed supine position. After general anesthesia the abdomen was prepped and draped in the usual manner. A midline incision was carried down over the previous old surgical scar. We entered through a very large hernia sac, had multiple loculations, and we started by freeing the colon that was pretty much stuck into this large hernia and reducing this, we started by doing lysis of adhesions. There was an area where the small bowel was stuck into the mesh, and we had to do a [sic] enterorrhaphy, and this was done with 4-0 gi silk. There was no contamination at all. There was a seromuscular tear that we repaired with multiple interrupted 4-0 gi silk. We continued to do this and continued all this lysis of adhesions. Once we were able to do this and free everything from the previous mesh, we removed the mesh. It seemed like he had gore-tex with mesh that had been placed before. So we went ahead and excised this. There was an area of the small bowel that was pretty much twisted, and I am sure this had been causing him the pain and part of the picture of partial bowel obstruction that the patient had been experiencing in the past. So once we were able to clear all this and free the small bowel and the colon, we went ahead and did the repair with mesh. We used the ventrio st and we used the large one, the 13 x 17. We anchored the anterior layer of the mesh with the c-qur straps in a circumferential manner, including only the anterior layer of the mesh to the parietal peritoneum. Then we did transfascial sutures. We used a 0 vicryl in a circumferential manner going through and through the fascia, and anchored the anterior layer of the mesh through in a circumferential manner. We went ahead and the n closed the fascia in 2 layers using pds #1, and we also used a#1 prolene. We left a #15 round blake drain in the subcutaneous tissue and brought this through a separate incision, anchored with a suture of 2-0 silk. Note has to be made that we also removed the mesh. It was gore-tex that was removed, and there was another type of mesh that was pretty much embedded there. So most of this was removed. The subcutaneous tissue, we closed this with a running 2-0 monocryl. Skin was closed with skin staples. We anchored the drain with suture of 2-0 silk. Sterile dressing was applied. Sponge count and instrument count were correct x 2. The patient tolerated well the procedure, was taken back to recovery in fair condition.¿ on (B)(6) 21013: [missing records: a pathology report detailing analysis of the devices removed during the (B)(6) 2013 procedure was not provided.] On (B)(6) 2013: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall abscess midline abdominal wall. Postoperative diagnosis: abdominal wall abscess midline abdominal wall. Procedure performed: incision and drainage of abdominal wall abscess midline abdominal wall. Anesthesia: general. Estimated blood loss: minimal. Description of procedure: ¿patient was brought to the operating room and placed in supine position on the operating table. Under adequate general endotracheal anesthesia, the patient¿s abdominal region was prepped with betadine scrub followed by betadine paint. Patient had [sic] repair of a recurrent abdominal wall incisional hernia with removal of previously placed mesh and reconstruction with new mesh on (B)(6) 2013 by dr. (B)(6) . He presented with a soft tissue infection of the mid aspect of the midline incision. This area was opened in the midline, demonstrating a subcutaneous abscess cavity containing thick creamy pus. There was really no significant malodor. Swabs were sent for gram stain and culture and sensitivity. This area was opened and irrigated copiously with normal saline until clear. There was no bleeding noted. We could see into the wound down to what appeared to be prolene sutures and maybe some mesh laterally. After finger dissection was used to break up any loculations and it was irrigated until clear, it was packed open with normal saline moistened kerlix abd and gauze dressing were applied. Patient was then transferred to the recovery room in stable. Condition.¿ on (B)(6) 2014: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia recurrent with infected mesh. Postoperative diagnosis: ventral hernia recurrent with infected mesh. Procedure: repair of ventral hernia, removal of infected mesh, lysis of adhesions. Anesthesia: general by dr. (B)(6) . Condition: satisfactory. Clinical findings: this is a 58-year-old male who had a history of multiple abdominal surgical procedures. He had a colectomy done in (B)(6) and he underwent repair of a ventral hernia by dr. (B)(6) and by dr. [Sic]. Later on this patient had a hernia repair and it has become infected. He has been draining for several months, so the plan is to remove mesh and repair the hernia. The procedure, the risks, alternatives, and the complications were discussed at length with the patient. Multiple questions were answered. He gave consent. Wife was present. Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. Under general anesthesia, the abdomen was prepped and draped in the usual manner. A midline incision was carried down over previous old surgical scar. This was done with a #10 blade. Bleeders were electrocoagulated. We entered a sinus track that goes down into an area where the mesh was. We started by takin gall these adhesions. Once we were able to go ahead and extend the incision, we were able to go ahead and extend the incision so that we could entered the abdominal cavity. The previous mesh that was placed recently down not appear infected. It is pretty much imbedded into the tissue. The wound that is giving the problem is one that was placed in between the layers of the abdominal wall and this was done a long time ago. It is basically gore-tex and this was placed in between the layers of the abdomen, so we went ahead and excised this, culture this [sic] for the granuloma and infection is related. We cleared this and we removed this mesh. There was an area where the small bowel was pretty much attached into the small bowel and we had to do an enterorrhaphy with 4-0 gi silk, and there was no contamination here. We went ahead and continued with taking all these retention sutures, and primary repair to repair the hernia after the mesh had been removed. We used prolene #1, running and interrupted. A [sic] I said, not all the mass can be excised because it was pretty much embedded into the tissue, but most that we can remove, the cord that is the one that is infected that was placed somewhere else that was completely excised. We went ahead and irrigated with bacitracin solution. We inspected form hemostasis, which was satisfactory. So we closed the retention sutures of nylon #2 and then the midline was closed with #1 prolene multiple interrupted and running. The cavity where the mesh was removed, we packed it with iodoform gauze. The wound was left open and packed also with iodoform gauze. We placed 2 staples in the skin to leave it open and as I said packing with iodoform was done. A sterile dressing was applied. Sponge count, needle and instrument count were correct x 2. The patient tolerated well the procedure and was taken back to recovery in fair condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a unknown gore device was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of embedded mesh requiring an additional surgery. Additional event specific information was not provided.